Manufacturer narrative:
(Investigation results): a visual assessment was performed after disinfection. The working channel sleeve extended when received, confirming the complaint. The distal end of the catheter was kinked in several sections from the distal end. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed. The distal tip articulated without issue. A spybite device was passed through the working channel without issue. The distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax; the proximal end of the working channel sleeve appeared to be attached to the pebax (bonded length). The working channel sleeve did not fall out; the working channel sleeve was pulled out of the catheter. There was strong evidence of adhesion of the working channel sleeve to the pebax at bond a, as seen by the clear/white areas on the proximal end of the pebax, the proximal threads of the working channel sleeve braid remaining attached to the pebax, and the working channel sleeve braid imprint throughout the pebax region. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct during a common bile duct stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as this device was used to check residual stones, it was noticed that the working channel sleeve protruded. Reportedly, no part of the device detached. The stone was found and removed and the procedure was still completed with this device. There were no patient complications reported as a result of this event.